Event description:
The customer called to report that he was hospitalized with mild diabetic ketoacidosis, and blood glucose levels over 400 mg/dl. The customer also experienced headaches, a fast pulse and pain in his arms. The customer had been experiencing high blood glucose levels for the past four days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.